Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer¿s blood glucose. Customer confirmed pump display turned on when plugged into a power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.